Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 249 and 400 mg/dl. Customer reports damage to the pump. Customer stated pumps bottom started falling off and had damage at drive support cap area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to end cap anomaly. Drive support disk was inspected and no anomaly was noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and missing address or serial number label.